Event description:
During a total lap hysterectomy, the silicone tip started peeling back from the jaw. The tip was replaced with a new one and the same thing happened. The surgeon completed the procedure using a different technology. The complete separation of the silicone tip happened during decontamination at the hospital. No patient information was provided.

Manufacturer narrative:
Two miseal tips were returned, were decontaminated and investigated. No cables were returned; therefore no investigation could be conducted on the cables. A visual inspection of the returned tips found no cosmetic issues; however the left and right jaw boots were torn at the tip, confirming the complaint. Both torn boots have a piece of the tip boot missing, which was removed during cleaning at the hospital. The cut areas of the torn boots are very well defined. The heat spreaders on the jaw with the torn boots were bent inwards. The bent heat spreaders are consistent with the jaws coming in contact with the cannula body when the jaws are not completely closed during insertion into the cannula. Incomplete jaw closure during cannula insertion may cause the jaws to be apart forcing them to come in contact with the cannula body, if this occurs the boot and other components may get damaged. This damage may create tears which may get enlarged with extensive activation. Extended activation periods of time could also prematurely degrade the boots especially if there are damages caused during insertion.